Event description:
During evaluation at the bench, it was identified that the device had no speaker sound at start up test. There was no patient involvement

Manufacturer narrative:
Visual inspection found that the speaker wires were torn. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.